Manufacturer narrative:
Device code (B)(4) relates to component code (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The catheter returned was found buckled/accordion at the proximal section and damaged at distal section with the pigtail detached. Moreover, the metal cannula was observed bent/kinked, no other anomalies or defects were encountered. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-oct-2016. It was reported that a kinked metal cannula occurred. A fr. 10 x 20cm flexima" apdl was selected for use. The metal cannula was noted to be kinked. The patient's status was well. However, device analysis confirmed that the pigtail was detached. It was further reported that the pigtail was detached and was simply removed from the patient's body.